Event description:
It was reported that the customer was taken by ambulance to the hospital due to hypoglycemia. The reported blood glucose reading was 3.1 mmol/l. It was reported that the customer was connected during the manual prime and delivered 70-100 units into her body. It was reported that the customer received an alarm on the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.